Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to complete pairing with the ilet while the sensor was in warm-up on the dexcom app, and support guided the user to disable phone bluetooth and perform the toggle procedure before re-entering the pairing code. Symptoms included no glucose data available on the ilet. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no need for medical care. User support included customer support troubleshooting and user education to reattempt pairing steps. Investigation of this case revealed a communication pairing failure between the continuous glucose monitor and the ilet, with no hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity issues likely related to bluetooth pairing during sensor warm-up.